Manufacturer narrative:
Correction: section h.6. The recipient is reportedly experiencing another csf leak, imaging is pointing to the left petrous apex area as the most likely site of current leak. This leak is spreading around the carotid artery and into some of the soft tissues (parapharyngeal space). Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly contracted meningitis. The recipient is hospitalized. The recipient is presenting with persistent cerebral spinal fluid (csf) leaks. The recipient reportedly underwent magnet removal due to the need for an MRI.

Manufacturer narrative:
The recipient has reportedly been discharged from the hospital. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.